Manufacturer narrative:
An accutrac 200 laser fiber was received for evaluation. Visual examination of the returned laser fiber revealed that there is no exposed glass fiber tip remaining. Examination under magnification showed that the pattern on the tip face is consistent with normal degradation. There were no signs of damage or other imperfections noted along the body of the laser fiber. The investigator was unable to examine the fiber face within the sub miniature-a (sma) connector because light was unable to travel to the fiber face. This indicated that the fiber was broken within the connector. Functional analysis revealed that the ¿attach laser fiber¿ message cleared from the console after attachment indicating that the fiber was recognized by the laser unit. The aiming beam exiting the distal tip was extremely weak with an effective transmission of 8.62%. The condition of the returned device does not confirm the reported event of tip fractured. The noted damages indicate difficulty was experienced during the procedure and are likely due to anatomical or procedural factors such as tortuous anatomy or maneuvering of the device. Therefore, a review and analysis of all available information indicated that the most probable root cause of the fiber breaking within the connector is operational context. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that an accutrac 200 laser fiber was used during a laser lithotripsy procedure in the ureter performed on (B)(6) 2015. Reportedly, the laser unit used was a dornier console. According to the complainant, during the procedure, it was found that the fiber tip was visibly fractured. The procedure was completed with another accutrac 200 laser fiber. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
Reported event of fiber tip fractured. The device has been received for analysis; however, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an accutrac 200 laser fiber was used during a laser lithotripsy procedure in the ureter performed on (B)(6) 2015. Reportedly, the laser unit used was a dornier console. According to the complainant, during the procedure, it was found that the fiber tip was visibly fractured. The procedure was completed with another accutrac 200 laser fiber. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.